Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During a previous follow up on (B)(6) 2019 the battery longevity was within normal battery capacity. During a recent follow up on (B)(6) 2020, explant indicator was reached on this device. Surgical intervention was performed to replace this device. No further adverse patient effects were reported. This device will be returned to boston scientific for analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. During a routine follow-up on (B)(6) 2019 the battery level was normal at 45%, then, on (B)(6) 2020 explant indicator was reached. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.